Manufacturer narrative:
Additional information received as to the outcome of this event. No injury. The broken part wasn't retrieved, and the product wasn't retained, so cannot return. This is a follow up report for this additional information. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1766323). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (motor setting not communicated), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a protaper next x1 3files 21mm file broke during use. The broken part remains. The doctor suggested that the patient go to huizhou dental hospital to remove the broken file. The outcome of this event is unknown as of this MDR. Further information requested.